Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate hv therapies due to p-waves oversensing on the ventricular channel. Twiddlers syndrome suspected. X-ray confirmed dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.